Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels were increasingly high while wearing this pod (285-428 mg/dl); a hazard alarm was initiated 14 hrs after it was activated. After removing the pod, he took it apart and noticed "that one of the batteries looked corroded" and that "there was some brown liquid in the pod." The device will be returned for eval.